Event description:
Boston scientific received information that this implantable lead had fractured. This was discovered during generator changeout procedure. No adverse patient effects were reported. This product was surgically capped and abandoned and a new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that there was noise noted on the electrogram four years prior; however, was not addressed.